Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely due to patient related risk factors that predisposed the patient for the formation of an la thrombus which included decreased lv systolic function, mvr, marked la enlargement, and newly performed ablation lines from her lrfa. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards literature review of "massive left atrial thrombus after a left atrial surgical ablation and bioprosthetic mitral valve replacement". Per the article, the patient underwent a mvr with a 27mm magna pericardial valve and la surgical ablation and laa amputation. Intraoperative tee demonstrated normal bioprosthetic mv function and no paravalvular leak. The patient's surgical course was unremarkable. On pod #15, anticoagulation were started and routine discharge tte demonstrated a large thrombus within the left atrium found extended onto the prosthetic mv leaflets and elevated gradients of 14mmhg. The patient remained asymptomatic and hemodynamically stable. Intravenous heparin was initiated and warfarin was continued. On pod #25, ten days after discovery of the thrombus, tte showed a mean gradient of 6mmhg and the thrombus had decreased in size. Heparin was discontinued and the patient was discharged on warfarin. Over the next several months, tte demonstrated a continued reduction in the la thrombus and normalization of the mv gradient.

Manufacturer narrative:
H11: corrected data: corrected section h6.